Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. Infusion set failed per specification due to infusion set found occluded at tubing quick release connection septum side. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that the no delivery alarm was recurring. The customer's blood glucose was 133 mg/dl at the time of incident. The customer stated that the no delivery alarm was active at the time of call. The customer assembled a new infusion set with the current reservoir. The customer performed plunger push and the insulin did exit. The infusion set will be returned for analysis.